Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of aesculap ag (manufacturer). Exemption number: e2014018. Manufacturing site evaluation: the instrument arrived decontaminated. Visual inspection of the device revealed that the dissection clip (one of the insulation tongues) was missing. Magnification of the area of the missing tongue indicates the tongue was torn off, plastic residues were noted at the fracture point). Without the clip, a correct insulation between the electrodes is not assured. During activation with the closed jaws, the generator gives the message "regrasp short" message. The manufacturing documents have been checked and found to be according to specification valid during the time of production. Based on the information available as well as a result of the investigation, root cause of the failure is most probably user related as it appears that the tongue was torn off likely during cleaning of the device during use. No corrective/preventive actions are required.

Event description:
Country of complaint: france. It was reported that during a coelioscopy radical prostatectomy, the caiman device did not activate sealing. There was no patient injury reported, however, it is reported that there was a surgical delay of 30 minutes. Two devices were returned for investigation; both are the same item number/same lot number. Two reports were filed to accommodate each returned device, this includes: med watch 2916714-2016-00704, med watch 2916714-2016-00782.